Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. However, the device's serial number and part number were not provided; therefore, the manufacturing date is unknown.

Event description:
On 11/12/2025, it was reported by a sales representative via sems-(B)(4) that an ar-6480 arthroscopy pump outflow was not working. This was discovered during a procedure with no patient harm. The following additional information was provided 11/17/2025: it was further reported that this occurred during a knee arthroscopy with acl and meniscal repair. The pump was set to the knee setting with a pressure of 35 and the inflow outflow symbol was visible on top of the pump. The case was completed with another pump.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.